Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ 20 ml syringe leaked medication. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: it has been received 1 used sample of 20ll lot 1802245 for investigation. Upon visual inspection of the sample received it can be observed leakage between stopper rings. It can also be observed that the barrel is dent between 12 and 15ml marks of the scale. DHR of lot 1802245 has been reviewed not finding any annotation or deviation regarding the alleged defect. Sample received is filled with water and it can be observed that when plunger is moved at 12-15ml leakage happens. So it can be confirmed that the damage on the barrel is the cause of the leakage. Since no incidence has been found during manufacturing process, the root cause of the barrel damaged cannot be determined. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): visual inspection: molding: 2 injections per shift. Printing: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection : printing: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Investigation conclusion: upon visual inspection of the sample received it can be observed leakage between stopper rings. It can also be observed that the barrel is dent between 12 and 15ml marks of the scale. Sample received is filled with water and it can be observed that when plunger is moved at 12-15ml leakage happens. So it can be confirmed that the damage on the barrel is the cause of the leakage. Since no incidence has been found during manufacturing process, the root cause of the barrel damaged cannot be determined.